Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported failure to advance and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.5 x 16 mm graftmaster referenced is filed under separate medwatch report.

Event description:
It was reported that a perforation occurred in the calcified, left anterior descending (lad) with the use of an unspecified device. A 3.5x16mm graftmaster stent failed to cross the perforation and was noted to become kinked during attempts to cross. Ballooning was performed, then a 4.0x16mm graftmaster was attempted, but also failed to cross the perforation. A bare metal stent was implanted and the patient was sent emergently to surgery for treatment. There was no reported adverse patient sequela. No additional information was provided.